Event description:
Consumer complain of low blood result. Her normal range is usually 120s. But this meter is giving very low results.; (B)(6), 08:10am, 80; (B)(6), 09:47am, 72; (B)(6), 02:45pm, 57; (B)(6), 07:03pm, 92; (B)(6), 10:28pm, 99; (B)(6),10:12pm, 84. Run back to back test 157/152. Based on the customers expected results (120) and the lowest result in memory; (57). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.